Event description:
The patient was experiencing increased spasticity for the past 3-4 weeks. They just increased his pump dose a couple of weeks ago. The patient was sent for an x-ray and they got the radiographs on wednesday and the report on the date of this report; ¿the catheter just stops outside the spinal column¿. The pump looked fine. There had been reservoir volume discrepancies. It was noted that at the time of this report, the patient also had a uti (urinary tract infection) and a sacral decubitus wound. The device system was delivering lioresal. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The catheter was dislodged ¿in the medium of the back and up by the neck in the shoulder blades¿. There was ¿fluid around it like a bowl full of jello¿. Per this reporter, they were supposed to see a neuro team but did not. They saw another doctor instead who could not tell the patient where the catheter was dislodged in one area or another. One doctor told the reporter that the catheter had been out for 14 months but she didn¿t know how the doctor knew that information. She did not know of any testing done to the catheter 14 months ago. A nurse from the patient¿s home state had mentioned that there was also klonopin with the baclofen in the pump, but no one the reporter¿s home stated had told her that.

Event description:
Additional information later received reported surgical intervention had not occurred, assessment of efficacy of pump was done. It was unknown if catheter segments remained in the intrathecal space.

Manufacturer narrative:
(B)(4).

Event description:
A dye study was done due to the inadequate control of the patient's spasticity and his increased need for oral meds over the past year. The physician suspected a catheter problem as the patient had reported to the ER (emergency room) a year ago with withdrawal type symptoms and seizures. The pump was never worked up and nobody considered baclofen withdrawal. Eventually the patient got over the withdrawal and the physician started increasing the dose steadily until he knew that it was too high to have been an intact catheter. The patient also had an altered mental status related to the event. The dye study determined that there was a break in the distal segment around area of spine pocket. A catheter revision was planned. The patient status at the time of this report was reported as "alive-no injury".

Manufacturer narrative:
(B)(4).